Event description:
It was initially reported that following pump implant in (B)(6) 2011, patient experienced withdrawal symptoms 8-12 hours later especially vomiting and diarrhea. Healthcare provider (hcp) was trying to determine what may be causing those issues. It was stated that the new pump was not rinsed with drug; hcp did get a csf (cerebrospinal fluid) backflow during revision. Patient continued to have diarrhea and vomiting for a number of days following the implant. It was later added that patient was scheduled for exploration/revision on 2011-10-19. It was later reported that there was a hole in the catheter close to proximal end and during revision hcp cut at location of hole and replaced with sutureless connection. Patient was doing better following revision.

Manufacturer narrative:
Catheter model: 8709,serial# (B)(4), implanted: (B)(6) 2003, explanted: unk; catheter model 8627-18, serial# (B)(4) implanted: (B)(6) 2003, explanted: (B)(6) 2011.